Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation.  In addition, no imagery was provided by the site. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined.  During manufacturing, inflation balloons are 100% visually inspected for any defects.  The flex tip outer diameter is 100% dimensionally inspected.  These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no other similar complaints relating to delivery system withdrawal difficulty valve through sheath.  A review of complaint data for december 2019 revealed that the complaint rate did not exceed the control limit for the applicable trend category. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for delivery system withdrawal difficulty valve through sheath was unable to be confirmed as the device was not returned and relevant imagery was not provided. A review of the DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the reported event. Additionally, review of the IFU/training manuals revealed no deficiencies. No patient anatomical information or imagery was provided. However, as per report, ¿the physician didn¿t seem to think the event was a product failure (more anatomical difficulties).¿ non-coaxiality between the devices may have occurred from a tortuous patient anatomy or interaction with calcification. If there was noncoaxial retrieval of the delivery system with crimped valve into the sheath, it is possible that the valve struts caught on the sheath during retrieval attempts. While it was stated that it is believed the valve was retrieved coaxially with the sheath tip, observations that the thv edge was catching on the sheath tip suggest that the thv may not have been coaxial. While a definitive root cause is unable to be determined, based on available information it is likely that procedural/patient factors (non-coaxial retrieval of delivery system with crimped valve due to patient anatomy) may have contributed to the complaint events. Since no product non-conformances or IFU/training deficiencies were identified during this evaluation and the control limit did not exceeded the applicable trend category, product risk assessment escalations, and corrective/preventative actions are not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position, the valve could not cross the native annulus. A balloon valvuloplasty (bav) from the contralateral side was attempted, but still could not cross the aortic valve with the delivery system. It was decided to remove the delivery system and crimped valve, but the valve would not pull into the esheath. ¿the proximal edge of the crimped valve was hitting the e-sheath and started to pull off the balloon.¿ after discussion, the physicians decided to deploy the valve in the descending aorta to prevent further complications. New 16 french sheath was re-inserted and bav was done with a 25 mm balloon. A new 29mm sapien 3 valve was successfully implanted without issue. The patient is stable post procedure.